Event description:
This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male. Relevant medical history and concomitant medications were not provided. The pt was taking an unspecified medication for an unspecified indication beginning on an unspecified date through a humapen memoir burgundy device. In 2008, the reporter stated that the dial window was blank when he turned the memoir pen. He stated that he had to turn the dose knob to one for the display to go on and when the number one was in the window, it only displayed the top half of the number. This humapen memoir bundunday device was associated with another device. The pt was the operator of the device. It was unk if the pt was a trained user. It was unk how long the pt had used this device model. It was planned that the device would be returned. It was unk if use with another humapen memoir bundundy device was continued. Further info will be added when received. Update 17-mar-2008: the initial receipt date for case was entered incorrectly, and regulatory reports scheduled before it could be amended. Therefore, case will be deleted from the database. All info from the case has been captured in this case.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A f/u report will be submitted when the final evaluation is completed.